Event description:
It was reported that approximately 2 days following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction. Additional information was received that this transcatheter valve was implanted inside of a previously implanted 19 millimeter (mm) non-medtronic surgical aortic valve (sav) with moderate calcification. The stroke was confirmed via computed tomography (CT) scan. Per the physician, the stroke was not related to the transcatheter valve. It was noted that patient related factors contributed to the stroke, specifically that this was a transcatheter aortic bioprosthetic valve (tav)-in-sav case due to structural valve dysfunction (svd) of the non-medtronic sav.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 days following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction.